Manufacturer narrative:
The alleged occlusion issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The fill tubing issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. : device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was approximately 260mg/dl and a manual injection was administered to address the bg level. The customer attempted to troubleshoot on their own prior to contacting tandem technical support (cts) by reloading their cartridge. As the insulin amount in the cartridge was too low, no troubleshooting could be performed. A supply change was performed to address the occlusion alarm. After loading the new cartridge, the customer performed the fill tubing sequence with 36.7 units of insulin and no drops were observed exiting the infusion tubing or the cartridge pigtail. A second new cartridge was loaded and no drops were once again observed dripping out of the cartridge pigtail during the load fill tubing sequence. The customer alleged there was an underlying pump issue causing the issues during the load fill tubing sequence. The customer reverted to manual injections for insulin therapy.